Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Review of the device history record for sn (B)(6) was performed from date of manufacture 01dec2014 to present date 06jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported the device was displaying error code 120.4540. It was reported there was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4540 received; switching power supply replaced. Software as found version 9.33.1, as left 9.33.1. Corrosion found on components throughout logic board; board replaced. Corrosion found on components throughout power supply board; board replaced. Low capacity battery replaced. Unresponsive keypad replaced. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/01/2014 to present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the power reg pcb - error code 120.4540. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys

Event description:
The customer reported the device was displaying error code 120.4540. It was reported there was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying error code 120.4540. It was reported there was no patient involvement.